Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The root cause for the failure was because all of the wires in the cable connecting ECG c and d were broken. The root cause for the damaged wires was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing adjust belt messages.